Manufacturer narrative:
Updated data: h6. Method code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical product: product ID {evolutfx-26}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {(B)(6) 2024}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter system (dcs) were inserted into the right femoral artery access site which had a diameter of 6.2 mm. During advancement of the dcs, a perforation caused by dcs insertion was noted in the right femoral artery. Subsequently, the patient became hypotensive and cardiopulmonary resuscitation (CPR) was initiated along with vascular repair of the right femoral artery. Following CPR, pericardial effusion was noted and the patient died. Per the physician, the cause of death was the pericardial effusion post-CPR. Per the physician, the procedure contributed to the death, but not the device.